Event description:
It was reported that the spinal cord stimulation (scs) patient experienced implantable pulse generator (ipg) charging issues. The patient would charge until the battery was full, but the next day, the ipg battery was low again. The patient also stated that when the stimulation was turned off, the ipg battery level still drained within three hours. As a result, the patient underwent a revision procedure to explant and replace the ipg. The hospital retained the explanted device. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in blocks b3, b5, h6. Analysis of the returned ipg revealed it could not be charged despite multiple attempts, and communication could not be established with a known good remote or clinician programmer. As a result, data logs could not be retrieved and analyzed, and functional testing could not be performed. Internal electrical measurements revealed an excessive sleep current, and low resistance of a node where high resistance was expected. These finding confirmed that the application-specific integrated circuit (asic) chip was damaged. This damage is typically caused by exposing the ipg to external high voltage/high current transient sources. Additionally, a review of the instructions for use (IFU) revealed medical therapies or procedures such as electrocautery may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device. Therefore, engineers concluded that the reported difficulty charging was likely due to the ipg being damaged as a result of the use of the plasma blade during the previously reported lead revision procedure.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced frequent and extended charging of the implantable pulse generator (ipg) resulting in a loss of stimulation. The battery was found to be very low or completely depleted the day after being fully charged. Additionally, the patient attempted to fully charge and turn stimulation off; however, the battery would deplete within three hours of turning stimulation back on. The reported charging issue persisted despite the patient being re-educated on charging techniques. It was noted that approximately a week prior to the reported charging difficulty the patient had undergone a lead revision procedure (previously reported in MFR 3006630150-2023-06835) where a plasma blade was used. The patient underwent a revision procedure wherein the ipg was replaced and did well postoperatively.